Event description:
During a ptca treatment procedure, deflation difficulties were encountered with the maverick2 monorail 15x3.5 mm balloon. The physciian pulled forcefully to withdraw the balloon from the left coronary trunk. The maverick2 monorail balloon was removed from the patient at the same as the guide catheter and guide wire. Additional information regarding this complaint has been requested.